Event description:
It was reported to boston scientific corporation on april 15, 2009, that a captiflex polypectomy snare was used during a procedure performed in 2009. According to the complainant, during the procedure, the snare would not close. The procedure was completed with another captiflex polypectomy snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.